Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Event description:
Reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - amended implant date and added all expiry / manufacturing dates and all other mw fields. Taken from claimsuite dated 7th october 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Reason for original complaint ¿ asr revision asr resurfacing - right hip reason(s) for revision: unknown update: surgeon received 29 may 2012. Update hospital received may 1st, 2013 update received 2nd october 2013 - added reason for revision; alval / soft tissue reaction update - amended implant date and added all expiry / manufacturing dates and all other mw fields. Taken from claimsuite dated (B)(6) 2015 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.